Event description:
Same case as: 2134265-2014-01880. It was reported that a rotawire separation occurred. A 330cm rotawire and a 1.25mm rotalink plus was selected to treat the target lesion. During platforming, outside of the patient, it was noted that the rotawire snapped. The procedure was completed without rotablator. No patient complications were reported and patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. During visual inspection, a guidewire was broken and was returned in two pieces. One piece of the guide wire was returned running through the entire length of the device with a torque applied to the area of the wire distal to the advancer. A second piece was returned independently. The burr was detached from the coil and was returned on the guide wire that was independent to the device. There was evidence of adhesive on the coil to confirm that the burr was attached to the coil. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2014-01880. It was reported that a rotawire separation occurred. A 330cm rotawire and a 1.25mm rotalink¿ plus was selected to treat the target lesion. During platforming, outside of the patient, it was noted that the rotawire snapped. The procedure was completed without rotablator. No patient complications were reported and patient's status is fine.

Manufacturer narrative:
(B)(4).